Event description:
Per distributor: it appeared that the pump was not delivering the right amount of insulin. In 2002 the customer experienced dka but it was not apparent as the customer was ill at the time and assumed the symptoms were due to the illness. Consequently, the basal rates were adjusted to try to stablize the customer. The condition worsened and the customer was hospitalized. Another pump was used to see whether the blood glucose level improved. There was improvement. Troubleshooting was performed on the original pump. The pump passed the troubleshooting test. Nothing was found.